Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) has not received stimulation for approximately six weeks. The sjm representative could not establish communication with the ipg using multiple external devices. Further follow-up identified the patient does not recollect the last he charged the ipg and per the patient, there was a time when he had not charged for several months due to a misplaced charger. Surgical intervention will take place to explant and replace the ipg.